Manufacturer narrative:
Follow-up #1: date of submission 07/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/01/2016 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2016 at 05:36 am. The black box recorded a 7 hour power interruption from (B)(6) 2016 01:47 am to (B)(6) 2016 08:54 am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 1 unit per hour basal rate; the total daily dose accurately showed 24 units at the end of testing. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The owner's booklet instructs the user to not expose the pump to very strong electromagnetic fields because those strong magnetic fields can re-magnetize the portion of the motor that regulates insulin delivery. The user is advised to remove the pump and keep it outside of the magnetic field area. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) of 43mg/dl with confusion and cognitive impairment associated with the pump being exposed to a CT scan. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The patient's healthcare provider insisted the pump be replaced. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump in exposing the pump to a CT scan.